Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer could not release the jaws of the force bipolar instrument, even after trying to use the instrument removal kit (irk). The customer was able to remove the hinge so they could get it out with the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The force bipolar instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. The lot number of the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the jaw dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.